Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural and post-procedural images were not provided for review; therefore, the alleged product issue cannot be confirmed. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The IFU identifies neurological deficits as a potential complication associated with use of the device.

Event description:
As reported through the article titled, "post-market american experience with woven endobridge device adjudicated multicenter case series" multicenter registry analysis identified 91 patients across 6 institutions with attempted treatment of 91 aneurysms using the web device between 2019 and 2020. Post web deployment (date unknown), one patient was reported to have suffered either a new or worsened neurological deficit. The patient had to be taken back to the endovascular suite and was found to have an m2 occlusion. This was successfully managed with intracranial stenting following giib/iiia inhibitory load.